Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20.0mg/ml, 7092mg/day), bupivacaine (15.0mg/ml, 5.319mg/day), fentanyl (2400.0mcg/ml, 851.0mcg/ml), and clonidine (100.0mcg/ml, 35.46mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The patient experienced at least 7 unexplained motor stalls spanning from (B)(6) 2018 (confirmed via the provided pump session report from (B)(6) 2018) with motor stalls lasting anywhere from 7 to 43 minutes. There were no symptoms reported. The pump was explanted and replaced on (B)(6) 2018. The pump would be returned. It was noted the estimated elective replacement indicator (eri) was 14 months. There were no known environmental/external/patient factors that may have led or contributed to the issue. The troubleshooting performed included pump interrogation. The issue was considered resolved as of (B)(6) 2018. The status of the patient was stated to be alive and with no injury. The replacement pump was updated to the dose of 7.016mg (morphine), 5.26mg (bupivacaine), 841.9mcg (fentanyl), and 35.08mcg (clonidine). No further complications were reported/anticipated. Motor stalls (B)(6) 2018 at 08:48, recovery at 09:31 (B)(6) 2018 at 21:39, recovery at 21:52 (B)(6) 2018 at 21:36, recovery at 21:53 (B)(6) 2018 at 10:01, recovery at 10:08 (B)(6) 2018 at 22:29, recovery at 23:02 (B)(6) 2018 at 00:26, recovery at 00:35 (B)(6) 2018 at 08:15, recovery at 08:26.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that the patient did not experience any symptoms and the implant date was provided.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found a hybrid anomaly. A solder bridge short resulted in no telemetry and high current drain. (B)(4). If information is provided in the future, a supplemental report will be issued.